Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked and not broken off as reported by the customer. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the instrument tip was broken after short usage. No metal contact. Generator also showed ¿tighten instrument¿. No patient consequences reported. Procedure was completed with same like device. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.